Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test were performed following j&j medtech procedures. Visual analysis revealed that the access port with a three-way stopcock was cracked and had stress marks. The irrigation test was performed and a leakage was observed where the access port was cracked. A device history record was performed for the finished device batch number, and no internal actions were identified. The side port broken issue reported by the customer was confirmed. The potential cause of the cracked access port with a three-way stopcock could be related to the handling or manipulation of the sheath before the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation. Inject or saline flush only from the side port. Flush and maintain continuous saline. Using standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and the sideport was broken. It was initially reported by the customer that the irrigation tubing from the vizigo was physically damaged. They changed the vizigo and the procedure was successfully completed. There were no fragments generated and no patient consequences. Additional information was received indicating that the side port was broken/cracked. No air entered the patient¿s body.